Event description:
In early january 2000, the pt injected insulin into their leg as normal. The pt claims to have been using a pen delivery system which had a unifine pentip attached. Whilst delivering the injection the needle apparently "snapped off" and became embedded within the pt's leg. The pt contacted their doctor, who suggested pt go straight to casualty. At casualty x-rays were taken of the pt's leg and an attempt to remove the foreign body was made. This attempt proved un-successful and the pt was told to return the following day when they would operate to remove the foreign body. The operation was successful, although the pt did have to remain in hosp overnight in order to recover from the anaesthetic.